Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an upper endoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the biopsy forceps would open and close. However, the jaws would not retrieve a tissue sample as though the device did not have enough bite force. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; jaws won't close properly.

Manufacturer narrative:
(B)(4) - (insufficient bite force). A visual examination of the returned device found no visual abnormalities. Additionally, no abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device jaws would open and close normally, however, when performing the retroflex testing, the device failed to close properly. Based on the results of the investigation, the most probable root cause is manufacturing as this issue was not detected during assembly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).